Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during a routine check, the cardiosave intra-aortic balloon pump experienced a fan failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse determined that the front end fan had failed and was no longer spinning. The fse replaced the 70mm cable assembly fan. The unit was calibrated. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer. The failure analysis and testing department received the following part associated with this complaint: pn: 0012-00-1564-01 sn: (B)(6). This part was received with a reported unit failure message of fan failure. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed cable assy. Fan into the cardiosave test fixture and tested to the cardiosave service manual pn 0070-00-0639 revision r. The fat dept. Observed fan did not work after the turn on the cardiosave test fixture. The cable assy. Fan failed testing. The failure analysis and testing dept. Verified the failure message of fan failure. Retaining cable assy. Fan in the fat dept. Per procedure

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 medical device problem code.